Manufacturer narrative:
The device has been returned and evaluated by product analysis on 24-jul-2018 with the following findings: a review of the black box showed no evidence of a short battery life. The battery compartment and cap were undamaged and able to fit. The ez-prime steps were performed correctly. All current readings were within specifications. The reported short battery life issue was unable to be duplicated. The pump cover was removed to find no intermittent conditions to the power printed circuit board or to the continuous glucose monitoring module.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (b)(64) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.